Event description:
On june 25, 1992, the resident had loose stools. There was no change in neurologic ststus. At 4:00 am, the nursing assistants released the vest restraint, repositioned the resident, and reapplied the restraint correctly. At 4:20 am, the resident was agained observed to be resting in bed with the restraint on properly. At 4:55 am, the resident was again observed by the nursingf assistants to be resting in bed with the vest restraints applied properly. On the 5:00 am rounds, the resident was found to have crawled over the siderails. He was observed to be holding onto the siderails withh both hands and making a walking motion with his feet. The vest restraint remained around him and was tied properly to the bed. The restraint was immediately released. The resident had an irregular thready pulse and had labored mouth breathing. The resident's color was ashendevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.